Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the he had issues unclipping and clipping the infusion set from the site. His blood glucose level was 500 mg/dl at the time of the event and he did not notice any damage when the package was first opened. No further information available.